Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump has been alarming no delivery with three sets and is not sure of the reason. Her blood glucose at the time of the incident was 47 mg/dl. During no delivery alarm during basal/bolus/fixed prime troubleshooting, the customer was advised to change the entire infusion system. She called back a few hours later stating that she was receiving more no delivery alarms. During troubleshooting, the customer said that insulin did exit with manual prime. She was advised that the pump was working as advised and that the alarm was caused by an infusion set and reservoir occlusion. The insulin pump will not be returning for analysis.